Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to fix the reported issue by opening the monitor and replacing the (0160-00-0123) touchscreen assy, 12.1" the fse then performed functional checks and diagnostic tests, all passed as per manufacture specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during routine check, the touch screen in the cardiosave intra-aortic balloon pump (iabp) does not work. There was no patient involvement, and no adverse event reported.

Event description:
N/a.